Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01860. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a varicocele using ruby coils. During the procedure, the physician deployed and detached the initial ruby coils in target vessel using ruby coils and a lantern delivery microcatheter (lantern). However, while attempting to advance a new ruby coil into the lantern, the ruby coil would not advance smoothly through its introducer sheath; therefore, it was removed. It was also reported that it was hard to push the ruby coil out of its introducer sheath after removal on the back table. This same issue occurred again with a new ruby coil, and then the procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.